Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "feels pain and discomfort full time", capsular contracture baker grade iii, "intramammary lymph nodes... Measuring up to 0.7 cm".

Event description:
Healthcare professional reported "intramammary lymph nodes in the posterior third of the inferior lateral quadrant of the right breast, measuring up to 0.7 cm" and "patient presents muscle contracture, feels pain and discomfort full time." Patient reported "capsular contracture," "swollen," "deformed," and "in pain." Healthcare professional additionally reported " baker grade iii capsular contracture." Device remains implanted. Treatment: " use of analgesic drugs."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "intramammary lymph nodes in the posterior third of the inferior lateral quadrant of the right breast, measuring up to 0.7 cm" and "patient presents muscle contracture, feels pain and discomfort full time." Patient reported "capsular contracture," "swollen," "deformed," and "in pain." Healthcare professional additionally reported "[baker] grade iii capsular contracture." Device remains implanted. Treatment: " use of analgesic drugs."